Event description:
It was reported that shortly after an upgrade procedure, the atrial lead dislodged. During the attempt to reposition the lead, it was not possible to remove the lead was from the device header. A setscrew issue was suspected. During the attempts to remove the lead from the header, the lead was stretched and damaged. The lead was then fully explanted, still attached to the device, and tissue was noted to be attached to the helix. The device was explanted and replaced, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. The distal conductor was cut and stretched, and the connector pin was pulled out/off. Blood was found in/on the helix/lobe mechanism and the lead exhibited apparent explant damage.